Event description:
Health care personnel(sp) was taking an instrument out of cidex plus when it was dropped and splashed her eye. She was not wearing recommended eye protection. A copy of the msds was faxed to her. The eye was flushed for 15 minutes with water and saline. Dr. Examined the pt and diagnosed her with slight keratitis to the inferior cornea. He treated her with artificial tears. The next day the pt followed up with the dr and he stated that it was still irritated but "nothing bad".